Manufacturer narrative:
Previously submitted report in section describe event or problem, "the device's system board needs to be replaced to address the issues" was incorrect. It should be, the system board was not replaced.

Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a service required code was found in the ventilator's downloaded error log. The device's system board and interface board needs to be replaced to address the issues.